Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The medwatch mw5188295 was received on behalf of a hospital facility. The event involved a secondary set, secure lock, 34 inch with item no 142290490 and lot no 14623286: it was reported that the product was inspected, and small black dots were observed in the plastic on 11 secondary IV tubing sets and cloudy, white, "soap-like" substance was observed in the plastic of 30 secondary IV tubing sets. The impacted products have been sequestered, there was patient involvement and no patient harm.